Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and following the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction occurs again, which the customer acknowledged and understood.